Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's beeping got louder. They performed a self-test and the device alarmed multiple pump errors. They were able to clear the alarm. The device passed the self-test, however, the device failed the audio test. The customer's blood glucose was unknown. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. No failed battery test or power loss alarm noted. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on keypad assembly. Software error found in the pump history (line number = 5632 and file number = 2005) due to software error.